Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with intuitive motion observed during testing. Further inspection identified unrelated failures. A bent grip, causing vertical misalignment of the grips. A segment of the conductor wire was dislodged where the grips and the force amplification pully meet. The instrument passed an electrical continuity test. Scatches on the molded insulator at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar exhibited poor intraoperative movement. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.